Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
It was reported that during an implant surgery, new lead was replaced. It became warm and heated to body core temperature during the procedure. The lead was inserted in the patient for 30 minutes during the case and there was a loss of one to one torque and steerability, so the lead was deemed unusable as it could not be delivered to the area required for stimulation. Patient status at time of this report was noted as alive with no injury/no adverse event. The lead was removed and another used in its place. There were no patient symptoms/injuries related to this event.

Manufacturer narrative:
Analysis of the lead revealed no anomaly. Analysis of two stylets, one with a green handle and cap and one with a green handle and blue cap, revealed bent wires and they were unable to be fully inserted into the lead. The other two stylets, one with a white handle and cap and one with a white handle and blue cap, revealed no anomalies. A set of four known good stylets were fully inserted into the lead without any difficulty.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.